Event description:
The non-biotronik lead had reports of less then 25 ohm shock impedance. Additionally, noise was present on the lead. A dft was done on the device and now the device cannot be interrogated and device replacement was recommended. The system was explanted.

Manufacturer narrative:
Upon receipt, the ICD was visually inspected. The visual inspection revealed a spot of molten titanium on the ICD housing. This indicates an arc over from a high voltage lead conductor during a shock delivery, representing an external short circuit. This is consistent with the reported shock impedance of less than ¿25 ohm¿. The ICD was subjected to an electrical analysis. Thereby the clinical observation was confirmed, the device was not able to be interrogated. The ICD was opened and the inner assembly was inspected. During the inspection of the electrical module, the analysis revealed that the output stages of the high voltage circuit had been damaged. This damage indicates a shock delivery into an external short circuit. Due to the damage of the electrical module, the device could not be interrogated properly. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the observed damage symptoms. Particularly the final acceptance test proved the device functions to be flawless. In summary, the ICD was damaged due to a shock delivery into an external short circuit. The manufacturing records document a flawless device production. There was no indication of a material or manufacturing problem.